Event description:
Info received indicates the trendelenburg function will not work.

Manufacturer narrative:
The technician found the bolt for the trend follower on the right side was missing. The technician replaced the trend follower and limit switch bracket to repair the bed.